Event description:
The customer reported that there was a loss of audio after receiving a visual "speaker malf." Inop. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a loss of audio after receiving a visual "speaker malf." Inop. No pt harm was reported. Both the mainboard and speaker were replaced to resolve the audio problem and inop. The device labeling (IFU) adequately warns users to not rely solely on audible alarming. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.